Manufacturer narrative:
The lot was manufactured from november 22, 2021 - november 23, 2021. The device was received for evaluation containing fluid in the bladder. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. No leak at the fill port or at the other parts of the device. Functional leak testing was performed by filling the device with green colored water to the nominal volume. During and after fill, no leak at the fill port or at the other parts of the device was observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked near the fill port. This was observed during filling at the hospital. There was no patient involvement. No additional information is available.